Manufacturer narrative:
H10: only one (1) actual sample was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing; and the device performed according to product specifications. Additional priming was performed and no issues noted. The reported condition was not verified. The second device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of blood leaked while using two (2) clearlink system continu-flo solution sets. It was further reported that the tubing pulled apart below the first hub; the tubing was inserted into a wider portion of the tubing below the first hub which easily slipped out. A backflow of blood was observed. This was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.